Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (error c-34) was confirmed and reproduced. The unit has no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse called in to report that they are having constant c-34 errors on integrated electrosurgical unit (iesu) when activating monopolar. The error was confirmed via logs. Due to undergoing procedure no additional troubleshooting was performed and surgery would take another two hours. The caller was in rush and the procedure will be completed using bipolar energy only. The nurse called in again and confirmed that after iesu restart errors c-00 and c-34 persists and bipolar also stopped working now. The procedure was completing with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site however no further information could be disclosed.